Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was short. When battery was taken out to reset pump, insulin pump continued to alarm to "replace battery now". Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm noted. Pump trace download analysis confirmed the power loss alarm and replace battery alert. Pump trace download analysis confirmed the device alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly.